Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was foreign matter "some type of fungus" found on the top of a bd¿ enteral syringe with clear barrel and bd univia¿ connector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a review of the device history record indicates there was no documentation of issues identified during production of complaint batch 7282566. One (1) sample was received. A visual inspection was performed and it was concluded the sample had a build-up of foreign matter particulates-dust on the tip of the stopper. A visual inspection of the returned sample appears to be polypropylene particulates/dust. A review of the batch record did not indicate any issues during production of the complaint batch. Additionally, all required cleaning was performed at the defined frequencies. Investigation conclusion: a visual inspection of the returned sample appears to be polypropylene particulates/dust that builds up on/in different areas of the equipment during production. The equipment is cleaned multiple times each day, however, it is possible for a ¿cluster¿ of the particulates to remain on the equipment and break loose later during production.

Event description:
It was reported there was foreign matter "some type of fungus" found on the top of a bd¿ enteral syringe with clear barrel and bd univia¿ connector. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported there was foreign matter "some type of fungus" found on the top of a bd¿ enteral syringe with clear barrel and bd univia¿ connector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.